Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had difficulty with triple bypass surgery and got hernia from the surgery. In addition, the patient also stated that a wire was broken to hold the chest together. To date, the lead still remains in service. No additional adverse patient effects were reported.